Event description:
It was reported the ventricular output connector is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the display wire insulation was pinched (wire insulation not compromised) it is noted the encoder nuts were found not torqued to specification. (B)(4).